Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During preparation, it was reported that the wire of the basket was fractured. Based on the photo provided by the complainant, it was observed the sheath kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.